Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.2 mm x 15 mm x 142 cm emerge balloon catheter was advanced for dilatation. However, during inflation at below the rated pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.